Event description:
Boston scientific balloon rupture event desc: pt. Underwent cardiac catherization in 2004. Percutaneous coronary intervention to the mid-rca lesion was planned. A 3.0 x 20 mm non-compliant balloon was inserted across the stenosis and inflated to 14 atmospheres pressure. (Rated burst pressure was 18 atmospheres). Just before deflation, the balloon burst. There was marked difficulty in removing the balloon from the vessel. During withdrawal, the balloon sheared across the lesion, noted by increased separation of the balloon markers on the angiogram, and the balloon shaft attached to sheared balloon material were retrieved. Further efforts to remove the coronary guidewire with the residual intracoronary balloon material were stopped due to the risk of balloon material embolization into the cranial vessels. Pt was taken to the or where CABG was done. The CT surgeon reported that he had marked difficulty in removing the guidewire from the ascending aorta. He was not able to retrieve any material of the non-compliant balloon after irrigating the right coronary artery. Pts. Post-op course was uneventful and pt was discharged on 8/2004 in good condition.